Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprosthesis, and gore® excluder® iliac branch endoprosthesis (ibe). On (B)(6) 2025, a CT scan showed disconnection of the bridging contralateral leg from the iliac branch component (ibc). This was due to migration of the contralateral leg but not due to ibc device. There was a type iiia endoleak between these two components. On (B)(6) 2025, a reintervention was performed. Another bridging contralateral leg was additionally implanted. Also, an aortic extender was implanted to reinforce the connection site. The patient tolerated the procedure. The reporting physician commented as follows: because of highly angulated blood vessels and large diameter of the aneurysm, the overlap length of the connection was short at the time of initial procedure. An additional aortic extender should have been placed at the time of the initial procedure.